Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 123 mg/dl. It was also reported the customer's insulin pump was not dispensing insulin. Customer also reported receiving a motion sensor test failure alarm on their insulin pump. The customer could not recall any significant events leading to the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder out of phase. All buttons functioned properly. No damage on keypad assembly noted during visual inspection. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.